Manufacturer narrative:
Thermogard xp ivtm system s/n: (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). Functional testing was performed and the display head was found to be defected. After replacing the display head to remedy the reported complaint, the system passed all final functional testing criteria. In summary the customer's reported complaint was confirmed during functional testing. The root cause was determined to be a defective display head. Customer's site.

Event description:
It was reported that the thermogard ivtm system s/n: (B)(4) displayed mid:21 (adc2timeout - analog digital converter) several times during cooling mode. Another console was replaced to complete therapy. No patient sequelae reported.